Event description:
It was reported that the buttons on the customer's insulin pump stopped responding. Customer's blood glucose was 236 mg/dl. The customer did not recall any significant events leading up to the issue. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to corroded keypad traces. No audio beep anomaly or auto off alarm anomaly noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.